Event description:
It was reported that the patient¿s stimulator was explanted 18 days after it was implanted. The battery depleted for an unknown reason. The patient had only experienced stimulation when it was ¿in test.¿ the physician could not connect with the device after it was implanted. The physician programmer would not read the stimulator. The stimulator would not charge despite attempts the day after surgery by the physician as well as a company representative. The stimulator was explanted and the patient was orally medicated. The patient was hospitalized. There were no patient injuries related to this event. Of note, the implant date was correct. The company representative was not aware that the physician planned to implant an expired device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37714 serial (B)(4) found that the battery capacity was reduced due to overdischarge. The product was also used after the expiration date.

Manufacturer narrative:
(B)(4).